Event description:
Alleged the bed came down into the trend position. She alleged they cannot get bed hilow or head to work but they do hear relays. She can smell an electrical smell as well.

Manufacturer narrative:
The facilities biomedical technician found fluid ingress in the pan which shorted the board. The facility scrapped the bed.